Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap does lock properly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by website form that the insulin pump had audio anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.